Event description:
Vns patient has passed away. It was reported that the patient had been seizure-free with the vns therapy for three years until approximately two months prior to death, at which time they experienced a grand mal seizure. Device settings were subsequently increased at that time. The patient experienced another grand mal seizure at time of death and was found face-down on their bed with their face buried in their pillow. The patient's family member indicated that the patient also had some history or sleep apnea. There is no evidence at this time that the vns therapy system caused or contributed to the reported event. Report is incomplete because device tracking information was not forwarded to manufacturer at the time of implant.

Event description:
Further follow-up revealed that the death certificate listed the underlying cause of death as epilepsy.